Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion in the lad. The lesion exhibited severe calcification and severe tortuosity with multiple bends. There was 70% stenosis post pre-dilation. Force was used in attempts to cross the lesion but the device was unable to cross the lesion. During removal of the device the stent came off the delivery system. The dislodged stent was found in the guideliner. The stent was removed from the patient with the guideliner without issue. There was no patient injury and no clinical sequelae were reported. There was no abnormality noted during prep/inspection prior to use.

Manufacturer narrative:
(B)(4). Results: failure to follow instructions (force was used), inherent risk of procedure (stent dislodgement), patients condition affected effectiveness of device (severe calcification & tortuosity), none (device not received for evaluation). Conclusion: results: device failure/lack of effectiveness related to patient condition (severe calcification & tortuosity), user error contributed to event (force was used).